Event description:
It was reported that the lead was explanted due to no capture and high impedance after repositioning. No patient complications were reported as a result of this event.

Event description:
It was originally reported that the lead was explanted due to no capture and high impedance after repositioning. A medwatch 3500a was later received reporting that after the patient's discharge following implant, he experienced "worse sensations in the left lower chest wall and complaints of feeling poorly." He underwent a device check and was noted to have "non-capture sensing or pacing ventricular lead." Despite repositioning, there was a problem with the insulation breach. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Manufacturers device codes also used. Ealuation summary: no anomalies found; full lead returned. It was originally reported that the lead was explanted due to no capture and high impedance after repositioning. A medwatch 3500a was later received reporting that after the patient's discharge following implant, he experienced "worse sensations in the left lower chest wall and complaints of feeling poorly." He underwent a device check and was noted to have "non-capture sensing or pacing ventricular lead." Despite repositioning, there was a problem with the insulation breach. The lead was removed and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, failure to explanted impedance, high insulation failure pace, failure to sensitivity electrical wires, defective.